Event description:
It was reported by the sales consultant that a retrograde femoral nail was removed from the patient on (B)(6) 2013. It was reported that the nail was removed because of hip and knee pain due to degenerative joint disease of the hip and knee. The original procedure was performed on an unknown date in (B)(6) 2011. The removal procedure was successfully completed with no patient injury reported. The patient will have to have a total hip replacement in the future. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. Visual inspections noted minor damage from implantation and extraction surgery. Measurements that could be taken were found to meet specification. Investigation is on-going. Placeholder.

Manufacturer narrative:
Patient ID is (B)(6). Device was implanted on an unknown date, (B)(6) 2011. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
This device used for treatment and not diagnosis. The nail shows minor damage from implantation and extraction surgeries. The design is adequate for its intended use and did not contribute to this complaint condition. Based on the low occurrence rate of this complaint condition for the family of nails, the numerous patient co morbidities listed in the complaint description, and the lack of information regarding technique and locking screws used, this complaint is invalid from a design perspective.